Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device failed in the middle of the procedure. The device worked initially then failed in the middle of the operation which could have misled the surgeon "re-nerve" issue. An alternative item was obtained. There was no harm to the patient.

Manufacturer narrative:
Analysis found that visually, the tip was bent at the connection to the brass tube, and the brass tube next to the black switch. The device was aligned with the 0.5 ma position when receive. The position was not moved from the as received condition; the device would not light when touching the probe tip to the grounding needle. The device was then functionally tested in the other two positions; the 1ma position would not light but the 2ma position would. The device was electrically tested with no out of specification identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.56ma, position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.1ma, and position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.08ma. If information is provided in the future, a supplemental report will be issued.